Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise on the right ventricular (rv) lead. The patient is not pacing dependent therefore, no pacing inhibition occurred. Technical services (ts) recommended troubleshooting options and continuing to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information was received and it was noted that the battery gas gauge went from five months remaining to elective replacement indicator (eri). Technical services (ts) discussed it was likely related to the monthly capacitor reform. It was noted that noise was continued to be oversensed on the rv lead. This ICD and rv lead remain in service. No adverse patient effects were reported.